Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+) was explanted from the right eye due to reported changes in vision. The patient did not complete the prescribed postoperative light treatment regimen and was inconsistent with use of recommended uv-protective eyewear. A replacement lal was subsequently implanted. No additional information has been provided.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Per the instructions for use (IFU), "seventeen (17) to 21 days after surgery, the patient is to return for examination and a 1st adjustment treatment". Additionally, IFU contraindications include patients "...unwilling to comply with the postoperative regimen for adjustment and lock-in treatments and wearing of uv protective eyewear...". The IFU also provides potential risks of the lal, including: "if the eye is exposed to bright lighting without the use of uv protective eyewear before 24 hours after the final lock-in treatment, the lal can change unpredictably, causing aberrated optics and blurred vision which might necessitate explantation of the lal" should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).